Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of difficulty loosening the set screw was confirmed in the laboratory. The anomaly was caused by silicone, septum material, found inside the set screw hex cavity. The material prevented full insertion of the torque driver, stripping the hex cavity of the set screw.

Event description:
It was reported that the set screw could not be loosened. Device was explanted.